Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Prior to index procedure patient underwent an initial angioplasty to re-evaluate the right coronary artery2 lesion and angioplasty of the ostial lad. During this initial angioplasty there was implantation of a resolute onyx des (3x26 mm) and occlusive dissection of the rca occurred after deployment of the rca 2 stent, implantation of a resolute onyx des (3x26 mm) stent upstream to a resolute onyx des (2.75x22mm) downstream to cover the dissection zones. Intrastent thrombus was also observed and treated with medication.